Manufacturer narrative:
This report is submitted on october 02, 2023.

Event description:
Per the clinic, the patient was treated with oral steroid for two weeks (date not reported) for unspecific medical reasons.

Manufacturer narrative:
It was also reported that the patient developed an infection at the implant site. This report is submitted on march 22, 2024.

Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2023, due to the extrusion of receiver/stimulator. There are no plans to reimplant the patient with a new device as of the date of this report. This report is submitted on january 24, 2024.

Manufacturer narrative:
Per the clinic, the patient was treated with second administration of oral steroids for two weeks (specific date not reported). This report is submitted on october 26, 2023.

Manufacturer narrative:
Device analysis report attached. This report is submitted on february 21, 2024.